Event description:
It was reported that the patient experienced hyperglycemia and adhesive failure (tape not sticking) on (B)(6) 2026 as the infusion set fell off. The infusion set has been in use for three days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.